Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a severely calcified lesion in the mid left anterior descending (lad) branch. A 2.75 x 23mm cypher select plus stent could not be delivered to the target lesion due to severe calcification. The stent kinked "a little" due to the calcification and changed its shape while going across the vessel. It was hard to place the stent in the target lesion, so the physician decided to deploy the stent in a normal vessel wall in order to avoid unnecessary harm to the pt. The procedure was completed safely.